Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system displayed an error indicating that the device was not detected on the bus. A field service engineer (fse) verified the issue and confirmed that the main half-height drawer 3.2, row a, was not detected on the bus. The fse reseated and cleaned the row board cable and retractor band; however, the issue persisted. The row board tray (356450-01) was then replaced, followed by a system reboot and firmware updates. The drawer remained accessible, but medications in row a were initially unavailable. The drawer was tested using the hardware test application (hta), and the customer performed an inventory, and the user were able to still pull other medications, confirming normal operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device displayed a not detected on the bus error, with all front-row cubies were not being detected on the bus. However, there were no delays or adverse events or injuries reported based on this event.